Event description:
It was reported that the device had an error 13-1033-149 in the error log of lvp8100. He did not have any issue with the pump when he turned it on and ran the test on the pump. There was no patient involvement.

Manufacturer narrative:
Correction: imdrf annex a grid, initial reporter first name, initial reporter last name .

Manufacturer narrative:
The actual date of event is unknown. Device evaluated by bd service. A review of the complaint history for sn (B)(4) was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 15apr2008. The review was performed from the date of manufacture to the present date 24may2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(4) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue. Device was not returned to manufacturing facility for evaluation.

Event description:
It was reported that the device had an error 13-1033-149 in the error log of lvp8100. He did not have any issue with the pump when he turned it on and ran the test on the pump. There was no patient involvement.